Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
My molars dont touch anymore with the aligners out. So, it makes chewing food inadequate""the issue I have with my treatment is my molars are not touching anymore so I'm unable to chew food adequately. Also, there is a tooth near the front that has continued to twist since being in aligners."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.